Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
The patient reported that he had to be hospitalized for three to four days with diabetic ketoacidosis and his blood glucose levels reading ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl). The patient was throwing up and dehydrated so his girlfriend took him to the hospital. The pod was worn between 36 and 48 hours on the arm. There were no further information regarding the hospital visit or to the patient¿s treatment.